Event description:
A nurse reported the sys intermittently jumps into vitrectomy mode during irrigation/aspiration. Also, before the sys is rebooted, the cassette had some difficulty priming. There was a delay of 5-10 mins. There was no pt injury reported.

Manufacturer narrative:
The facility canceled the svc request. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).